Event description:
Pulsatile blood was noted in balloon right groin line; pt was without complaints. Balloon presumed to be ruptured. Attempt at rewire of the balloon aborted as pt coded and was stabilized. Another balloon catheter inserted into left groin. Tubing had pulsatile blood in balloon. A third balloon was reinserted over wire. Twelve hrs post CABG, pt developed right cold foot. Surgical exploration revealed thrombosed right femoral artery and right iliac stenosis. It was discovered that iliac artery had a small hole and huge hematoma was found. Add'l lot numbers: 502205, 503653, 502552.